Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant on (B)(6) 2023. The following day at the post operation check, it was observed the capture threshold had increased. A chest x-ray was completed to reveal the lp was pointing inferiorly instead of superiorly at implant. Since the device was still attached to the tissue, it was decided to monitor. During a follow-up in clinic, it was observed the lp was not capturing at maximum output. The device was retrieved successfully but attempt to reimplant was unsuccessful as capture threshold remained high at all tested locations due to patient anatomy. A replacement lp was unable to be implanted and the physician did not allege any malfunction. The patient was stable.

Manufacturer narrative:
The reported complaint of capturing problem and dislodged were not confirmed. Visual inspection showed that the helix length was within specification and no anomalies were noted on the helix. Telemetry, pacing and output features were analyzed, and the device exhibited normal electrical characteristics without any anomalies.